Event description:
Physician mentioned that he conducted a reoperation due to a reherniation on an alleged barricaid implanted patient on or about (B)(6) 2024. No other details were provided at the meeting. Follow-up #1: contact was made with physician on 21-jun-2024, and they described the event in more detail. The patient was originally implanted in (B)(6) of 2022. The patient suffered a reherniation (couldn't tell if the fragment went medial or lateral to the occlusion component) and physician reoperated right before ((B)(6) 24). Implant was found in good position so physician removed the fragment and kept the implant in place. The patient reherniated a second time so physician removed the implant using the removal tool and put in a tdr.

Manufacturer narrative:
An email was sent on 22-may-2024 to gather more info. Sales rep. Reached out to the physician's office on 12-jun-2024. No details have been provided at this time. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends. Follow-up 1: the attending physician responded beyond the 30 day submission deadline. This follow-up clarifies the details learned from the physician.

Manufacturer narrative:
An email was sent on 22-may-2024 to gather more info. Sales rep. Reached out to the physician's office on 12-jun-2024. No details have been provided at this time. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Physician mentioned that he conducted a reoperation due to a reherniation on an alleged barricaid implanted patient on or about (B)(6) 2024. No other details were provided at the meeting.